Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap is partially fractured at the uv glue zone; the glass cap distal part is detached and not returned; the heat shrink tubing open end wall integrity is compromised, and exhibits signs of melting, detritus build-up, and partially erased red octagonal sign and blue arrow indicator; the fiber appears blackened at the heat shrink tubing open end. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that the fiber tip broke during prostate procedure at 39,961 joules used and 8:21 minutes expended. The fiber tip (cap) was cleaned during the procedure. The fiber was exchanged, and the second fiber was utilized to complete the procedure. Patient outcome: "ok" reported. No patient injury was reported.